Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. H2 additional information.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2025. On the same day, it was reported that the patient wrote in a social media post that they had ¿another hospital night due to dexcom¿. The patient would have stated that this was because of inaccurate readings. No specific readings were mentioned, the cgm reading would have been off by 110 points. No patient information was available in order to perform a follow up, and no other details were mentioned. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6)2025. On the same day, it was reported that the patient wrote in a social media post that they had ¿another hospital night due to dexcom¿. The patient would have stated that this was because of inaccurate readings but no further information was mentioned. No patient information was available in order to perform a follow up, and no other details were mentioned. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.